Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempt to retrieve additional information are in process. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 10 months after implant of a 31mm mitral valve and a 36mm tricuspid annuloplasty ring, a follow-up echocardiogram demonstrated moderate central mitral regurgitation and mild stenosis. The reason for the initial surgery was degenerative mitral valvulopathy with severe mitral insufficiency, paroxysmal atrial fibrillation, cardiomegaly, moderate pulmonary hypertension, and tricuspid ring dilation. Intraoperatively, a median sternotomy was performed, the native mitral valve was partially resected keeping the anterior and posterior leaflets, and the devices were successfully implanted. The patient left the operating room once the tte confirmed good hemodynamics and was transferred to intensive care unit on inotropic medications and treated with antibiotics for 10 days due to sepsis. On post operative day 10, while recovering in the intensive care unit, a permanent pacemaker was implanted due to bradycardia- tachycardia syndrome.